Manufacturer narrative:
The field service engineer checked the probes and aligned them. The measuring cell was checked. Bubbles were observed in reagents. Pre-analytic sample handling was checked.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system ver. 2 on a cobas e 411 immunoassay analyzer. The sample initially resulted in an hcg+beta value of 27.33 miu/ml and this value was reported outside of the laboratory. The sample was repeated, resulting in a value of 33252 miu/ml. The sample was repeated three more times on (B)(6) 2022, resulting in two values of > 10000 miu/ml accompanied by a data flag and a value of 33128 miu/ml accompanied by a data flag after a 1:100 dilution. The hcg+beta reagent lot number was 584579, with an expiration date of 31-mar-2023.

Manufacturer narrative:
For the last calibration performed on (B)(6) 2022, the first calibrator level had signals within expectations and the second calibrator level had signals slightly lower than expected. Based on the quality control data provided, controls appeared acceptable on the day of the event. According to a roche application specialist who visited the site, the alarm trace showed reagent liquid level detection alarms occurring in two samples prior to processing the affected sample. Other liquid level detection alarms were also observed. Bubbles were observed in some reagents. The investigation could not identify a product problem. The cause of the event could not be determined.